Event description:
The customer reported that she was on her way to the pharmacy to treat her high blood glucose. The customer stated that the insulin pump had a lot no delivery alarms, but she did not have with her to troubleshoot. The customer stated that she ended in the hospital for treatment, and her glucose reading was 500mg/dl. The customer was given fluids and blood work. The customer stated having fruity breath and was short of breath. The customer was released and her glucose level continued being high through the night. The customer stated that she does not know the infusion set model, and also she mentioned getting bad supplies from other MFR. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.